Event description:
Our conmed hd cameras model # im8120 have developed cracks in the outer casing of the camera heads within the first year of use. The cracks in the camera heads has led to water damage of the camera. Out of our 6 cameras, 2 have cracks and are damaged from water exposure. Since this issue was identified we had started and will continue to clean the cameras without submerging them in water with cleaning solution. All steps in the cleaning of the cameras are being followed except the cameras are no longer being submerged during the cleaning process to prevent further damage, instead we cover them with a mixed enzymatic solution soaked cloth for the duration of the instructed contact time per the enzymatic instructions followed by rinsing with copious amounts of water. Our rep was contacted about this issue and no other recommendations (other than what's listed in the IFU's) were given regarding the cleaning. No information was provided by conmed about preventing further cracking of the camera heads (only a discussion about signing a service agreement to provide replacements) for the effected units. Conmed technical service was not able to provide feedback as to the cause of the damage. There are no connected hai's nor have any patients required treatment or monitoring for infection.